Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per reporter, unknown to ourselves interventional radiology were attempting a vertebroplasty, when we received a call from dr (B)(6) to come immediately as a 11g bevelled tip confidence needle had snapped in the patient. As I got the department patient was taken to day ward to wait for a theatre slot to have the needle removed as told by dr (B)(6). Speaking to dr (B)(6) I tried to gather information of how this happened but his response was that it just snapped like the others that have snapped in the past. I informed him that our product manager (ant avery) was available via phone to discuss case but he refused to talk to anyone and just said he would not be using our products again. Later I had the chance to discuss the case with interventional radiology staff and was asking how the needle snapped and was the stylet used when advancing the needle, their response was that to their knowledge the stylet was used and dr (B)(6) said the needle snapped after the cement had be delivered and when he was removing the needle from the vertebral body at the end of the procedure. The patient later in the day was sent to main theatre to have it surgically removed, I was present for this procedure and with difficulty as the cement had set, the surgeon was able to remove the part of the stylet that was protruding the pedicle whilst having to leave the remain part of the stylet in the pedicle.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. A review of the device history record could not be performed as the lot number is unknown. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.